Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic is bent in the gusset and distal area. The optic was cut, typical of insertion and removal with a large portion of lens material missing (not returned). The returned cut portion of optic has multiple scratches, deep scrape marks, and large split/cracks on the anterior and posterior sides of the lens. Associated products were not provided. It is unknown if qualified products were used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a scratch was found at the lens optic after implantation. The lens was exchanged and the procedure was completed the same day with no patient harm. Additional information has been requested.